Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results was due a malfunction with the aspirate probe 3 pinch valve. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur tniu results were obtained on patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant tniu results.